Manufacturer narrative:
(B)(4). Report source, foreign ¿ event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty procedure, the peg of a mill fractured off and fell in to the patient. Additional intervention was required to remove the peg from the patient. No further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints and vigilance engineer for investigation. Summary of investigation: visual checks the following visual observations were found: the centre guide pin had detached from the instrument body. The instrument was heavily worn and had burring in various places. The etching was faint from repeated cleaning. The instrument had evidence of previous use from the tarnished and dull appearance. The manufacturing record from the supplier was reviewed with the following observations: 28 instruments manufactured on production run. 25 instruments manufactured and distributed to biomet. 3 instruments retained for symmetry stock. The manufacturing record has confirmed that the centre pin was laser welded as per the drawing specification. The root cause of the failure cannot be determined with the available information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.